Manufacturer narrative:
We were notified that this lead was explanted (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise reported on the rv channel of recordings beginning on (B)(6) 2023. Lead trends on home monitoring show a decrease in mean and minimum rv sensing amplitude since (B)(6) 2023. Patient to be seen in office for interrogation to determine if noise is reproducible. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.